Manufacturer narrative:
UDI (di): (B)(4). Final analysis found the pulse generator exhibited backup operation due to exposure to cold temperature. Initial reporter: company representative.

Event description:
It was reported that the pulse generator exhibited backup vvi operation while in the box. The device was not used.